Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during laser-assisted cataract surgery, a capsular tear was noted at the 9 and 10 o'clock position, in the right eye. The surgeon also reported that the capsulorhexis was incomplete. Postoperatively, the patient presented with elevated intraocular pressure (iop) due to retained viscoelastic, which was treated with paracentesis, oral and eyedrop medications. Per the surgeon, the event resolved with treatment. No further info is expected.